Event description:
The reporter stated that the surgeon inserted a 22.0 diopter aa4204vf single piece silicone lens when the lens tore. The lens was removed without enlarging the incision and another lens was inserted. The cause of the lens tear was due to the cartridge.

Manufacturer narrative:
H3: the product pertaining to this claim was not returned for evaluation, however, the lens was returned and visual inspection shows that one lens haptic is torn off and missing and the lens optic is torn into two pieces. Clear surgical residue/debris on the product.